Manufacturer narrative:
On (B)(6) 2021 the customer reported that the keypad is broken and that there's a crack on the back of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: pillowing keypad overlay. During power up, the down button did not work. Unable to perform the displacement test due to the broken down keypad button. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion underneath the keypad domes or on any of the boards, assemblies, and the motor inside the unit. No damage was noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The boards were taken out of the case and inserted into a known good case, and all of the keypad buttons worked. The software version was then able to be obtained. After reinserting the boards back into its original case, the voltage readings of each keypad button were taken for the keypad voltage test, and it failed. The readings on the right and menu keypad buttons were within spec whereas the readings on the other buttons were not. After performing a continuity check on the ground trace leading to all of the keypad buttons, there is a disconnect at pin 4 of u1 on the keypad assembly. In summary, the customer¿s report that the keypad is broken and that there's a crack on the back of the battery compartment both were confirmed during testing. The non-functioning keypad is due to a poor solder joint at u1 pin 4 of the keypad assembly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack and keypad was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.